Event description:
A PICC line was placed for a (B)(6) neonate, (B)(6) which was documented in good position as a uvc was unable to be passed. Two days later, (B)(6), the baby had an acute onset of respiratory deterioration and a chest x-ray revealed an acutely worsening bilateral pleural effusion, greater on the right than on the left. The child was significantly up on his oxygen requirement and had markedly increased work of breathing. Chest tube placement was needed to drain pleural effusion that was suspected likely to be hyperalimentation from an infiltrated PICC line.

Manufacturer narrative:
Utmd is filing this medwatch report because a utmd PICC was in use when the incident occurred, there was potential for pt harm, and intervention was required to drain the pleural effusion. Risk management at the hospital stated they are not alleging any product problem. Risk management reported that as of 4-25-09, the baby is "doing quite well." Hospital will not release the product to utmd for eval.